Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "maj-1501 was mixed in with maj-1971 for reprocessing" was caused by the endoscope may not have been cleaned sufficiently. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope had insufficient or incorrect reprocessing during reprocessing of the device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the legal manufacturer's final investigation. Corrected fields: b5, d10, g2 (to select company representative) and h6 (investigation findings code). The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, though it is a presumption from information since the actual item was not sent to manufacture business center, insufficient reprocessing due to using the wrong device in a mixture may have caused the event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope was reprocessed using the incorrect connecting tube. There were no reports of patient harm.